Event description:
A patient reported that their meter kept prompting the clean test area message. The meter was cleaned correctly. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. Patient also reported that the meter was giving inaccurate high results. Patient was comparing test results done hours apart-invalid comparison. No further information has been reported.